Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported 'error code 133.6090' during the check in process was unable to replicate. No entry of error 133.6090 (main speaker failure) in the error log. As received, the pcu was powered on with no error observed. Visual inspection was performed on the main speaker assembly, the logic board, and the power supply board. No anomalies observed. Conclusion: reported 'error code 133.6090' during the check in process was unable to replicate. The pcu was set to run with two attachment units for several days. No failure observed. Rework: no repaired is required. Disposition: route to service for normal process. (B)(4) 133.6090 and 121.2070 are known intermittent errors. Ops tech should have checked error logs.